Event description:
The customer contacted physio-control to report that their device would not consistently power on when prompted using either ac or dc power. When they could get the device to power on, it would start cycling power (powering on and off) by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the therapy pcb and power supply assemblies, as well as the user interface (ui) to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.